Event description:
I have had problems with one eye after using amo complete moisture plus contact solution. Both slightly blurred vision and a feeling that there was a foreign object under my eyelid have occurred. I have discontinued use of the product and contacted the MFR. I also have seen my eye care professional and he saw no indication of my discomfort. He suggested that possibly there was an eyelid lubrication problem with my ducts and has me using fish oil pills. He was not aware that I had used complete moisture. I was not aware that my symptoms were listed as one of the possible effects of using the eye care product until I visited their website and found them listed.